Manufacturer narrative:
Product ID: 377860, lot# v005587, product type: lead. Product ID: 377860, lot# v003916, product type: lead. Product ID: 377860, lot# v003916, implanted: (B)(6) 2006, product type: lead. Product ID: 377860, lot# v005587, implanted: (B)(6) 2006, product type: lead. (B)(4).

Event description:
Information received from the patient via the manufacturer¿s representative reported that they felt a soreness at the implantable neurostimulator (ins) and lead site. An impedance check showed contacts #6, 14, and 15 were high (>10,000 ohms). No surgical interventions had occurred or were planned. The patient was programmed around the contacts with high impedances. Follow up information received feb. 9, 2016 from the manufacturer¿s representative reported that the physician examined the affected areas and stated they did not see any inflammation. It was confirmed that the patient was reprogrammed around the 3 affected contacts (6, 14, and 15). The patient was to be seen back in 4 weeks. The indication for use for the implanted device was noted as non-malignant pain. If additional information be received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was having poor communication with their patient programmer and was unable to communicate with their recharger (insr), which they discovered on (B)(6) 2016. It was reported that it had been eight months since their last successful recharge session. The patient had not been recharging, because they had swelling at their implant site and their healthcare provider advised them not to use their device. The swelling began in (B)(6) 2016. Troubleshooting for the communication issues were performed over the phone, but issues were unresolved. The patient was recommended to meet with their healthcare provider about a possible overdischarge. Additional information was received and it was reported that the cause of the swelling was not known and no additional actions/interventions took place.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient was sent to get an x-ray to check lead placement to determine the circumstances of the swelling at the implant site. No steps were taken to resolve the swelling, other than x-rays being taken.